Event description:
The user facility reported that the tubing of the device was not attached upon opening prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that the tubing of the device was not attached upon opening the device packaging. The device is not able to be used in this condition, and therefore is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported that the device was found to be detached prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.